Event description:
It was reported that the customer experienced issues with the pump, a loose charging cord connection, a broken usb port door. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up and is out of warranty, but they are in the process of obtaining a new device. Technical support was unable to obtain further information or logs to calculate battery depletion, leading to the closure of the case.